Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be backup vvi mode. Due to high battery impedance, firmware download was not performed to clear the reset. Patient is pacemaker dependent. The device was explanted and replace with no issues.

Manufacturer narrative:
Analysis description: final analysis confirmed the reported backup operation. The cause of the anomaly was a checksum error. After device software download, the device exhibited normal characteristics.